Event description:
The user facility reported a 74-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The impella alarmed for being in the ventricle during an ICU bath. The p-level for the device was adjusted, suction alarms ensued and diastolic impella flows went and remained at zero. Impella was reduced down to p2 and remained in suction. Echo was called and showed impella was pulsating in and out of the left ventricle. The physician repositioned the impella to optimize stability and distance to the valve, however, suction alarms continued, and the left ventricle waveform remained decoupled from aorta wave form. Impella flows were below 1 l and milrinone was added to support patient. Clinically, the patient states feeling good. The physician repositioned impella under echo as pumped was angling to posterior wall. The impella was optimized in left ventricle apex in free space, however, impella flows remained at a low state. The decision from the cardiologist is to manage the patient on p2 with aggressive diuresis with plans for possible explant in the next day or two. If the patient decompensates, the physician will replace cp with another impella cp.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was submitted. The device was not returned for investigation. Data logs confirmed that the low flow occurred while the pump was in the ventricle, where it remained to the rest of the case, and triggered auto suction response and suction alarms. Based on clinical description and data analysis, the root cause of positioning issue was due to use related.